Event description:
It was reported that during a prostatectomy procedure, while the maryland bipolar forceps instrument was being removed, the tip broke and fragments of the instrument fell inside of the pt. All the fragments were retrieved and the procedure was successfully completed using a replacement maryland bipolar forceps instrument. No pt harm was reported.

Manufacturer narrative:
The instrument was returned for eval. Per the customer reported complaint, engineering observed that the instrument was broken at the interface between the proximal clevis and main tube. Both the proximal clevis and the main tube were missing pieces. The clevis is dislodged from the tube as a result of the breakage. As indicated in the complaint notes, all broken pieces were successfully retrieved.